Event description:
It was reported that during a low anterior resection procedure, the surgeon fired the device and found that the staples did not close properly. They used a second device and the same thing occurred, but the third attempt was successful. The procedure was extended by forty minutes. Two devices will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.